Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the green image occurred due to a faulty cable unit or a faulty charged coupled device unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the adhesive on a-rubber had a chip. The distal end had a scratch. The universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope bending section had bad coating. Inspection and testing of the returned device found the adhesive of the objective lens was peeling there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.